Event description:
The nk employee (cas manager) reported on behalf of the anesthesiologist that the nibp function on the g7 monitor was only intermittently taking interval readings during a case, requiring manual depressing of the start/stop button to initiate the bp measurement. No patient harm was reported.

Manufacturer narrative:
The nk employee (cas manager) reported on behalf of the anesthesiologist that the nibp function on the g7 monitor was only intermittently taking interval readings during a case, requiring manual depressing of the start/stop button to initiate the bp measurement. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the g7 model #: bsm-1733a; serial #: (B)(6); device manufacturer date: 11/19/2024; unique identifier (UDI) #: (B)(4); returned to nihon kohden: na.